Event description:
The user reported that during an angiographic procedure, the 5fr catheter became kinked in the vessel. The catheter was removed and replaced with a 7fr device. No further information has been provided by the user. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: one suspect device was returned for evaluation. The user did not indicate if this was the initial use of the device. The user did not provide a lot number. A review of the lot specific device history record and complaint database could not be completed. The complaint database was reviewed for complaints involving similar catheters and similar reported failure mode, none were found. The returned device was visually examined and found to be cut into two sections. The first section was cut approximately 35.2 cm from the distal end of the strain relief. The first section had multiple flattened, kinked, and twisted areas at 28.5cm, 30cm, and 32.5cm along the tubing. The second section was approximately 63cm in length. The second section had kinks at 1cm, 3cm, and 33.5cm distal from the cut end of the tubing. Merit is unable to determine the exact root cause of the reported failure.